Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was experiencing driveline power faults again. The patient exchanged the system controller, but the driveline power faults alarm persisted. The patient visited the center and their modular cable and controller were exchanged with no resolution. Technical services went onsite on 27apr2026 to perform a pump end connector cleaning to try to resolve the power faults. It was later communicated that the connector was cleaned three separate times with no resolution to the driveline power faults as they returned immediately. The center wanted to move forward with a pump side connector splice. The vad coordinator communicated on 08may2026 that technical services was onsite on 07may2026 to splice in another modular cable connector. A new connector was spliced in with no issues and no further driveline power faults were noted after the repair. Corrosion was seen on the pump side of the cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.